Event description:
Additional information was received from the manufacturer representative (rep). The cause was undetermined. No actions were taken and the patient was doing well. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states along with the stimulator they also have a dexcom 7 transmitter for her blood sugars to her insulin pump. Patient states when she charges the stimulator they get an interruption with the transmission of the blood sugars from the dexcom to her pump. Agent asked what happens when that happens and patient states it just doesn't give blood sugars and that works with her program on her pump to do her blood sugar and sometimes it takes up to 3 hours to reconnect after they stops. Patient mentioned they spoke with the representative last night and they did move the controller to the back when they were charging and that seemed to help some but they are calling to find out if that is a known problem. Agent reviewed we have a lot of patients with insulin pumps and we haven't heard of this interacting with the spinal cord. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned she will be going to see rep tomorrow as she seems to be charging a lot and they are going to help with that.